Event description:
(B)(4). Initial info was received from a physician assistant on (B)(6) 2008: this report addresses patient 1 of 4. A pt experienced paranasal lumps after injection with poly-l-lactic acid [sculptra]. No further medical info was provided. Addendum for call back (B)(6) 2008: reporter returned call, no new info at that time.

Manufacturer narrative:
Add'l info for sculptra (lot#/exp date unk) from product technical complaint report case ID (B)(4) dated (B)(6) 2008, received by (B)(6) on (B)(6) 2008: batch record review was without hint to root cause. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches. The review of the device history reports and of the analytical results of these batches did not show any anomaly that could be related to the event which occurred. The investigation results show that this kind of event is not batch related. No faults, defects, damages detectable. Conclusion: no faults detectable.